Event description:
It was reported that oversensing was observed on this lead. The device was reprogrammed.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between 20th of march 2023 and 14th of november 2023 recorded a fluctuating pacing impedance between 375 ohms and 500 ohms. Furthermore, a fluctuating shock impedance between 70 ohms and 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv and far-field channel, which led to the reported oversensing. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 recorded a fluctuating pacing impedance between 375 ohms and 500 ohms. Furthermore, a fluctuating shock impedance between 70 ohms and 80 ohms was recorded. The analysis of the provided iegm episodes revealed artifacts on the rv and far-field channel, which led to the reported oversensing as well as an inappropriate shock and ICD charging cycle. The integrity of the lead cannot be assured. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.